Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection as a result of power source port 1 connector was found loose with o-ring gasket displaced from the controller housing. In addition, power source port 2 connector and the o-ring gasket were found to be completely displaced from the controller housing. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to address the issue with the loose connector. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a vad assistant that the patient experienced having a loose power port 2 - not more fit to the housing and loose the power connector (port 1) at the controller by slipping out of the sealing ring (between connector and housing). The controller was exchanged out with the hospital stock one and the patient tolerated the procedure well.